Event description:
Customer reported that the battery on the insulin pump depleted and the insulin pump shut off without a warning. Customer stated that he inserted a new battery and received a lot of alarms. Customer was experiencing high blood glucose. Blood glucose value is 78 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.